Event description:
It was reported that during a percutaneous coronary angioplasty procedure with a non-abbott stent in a bifurcation in the left anterior descending artery, the balance middleweight (bmw) elite guide wire was retracted for repositioning and resistance was felt while pulling the guide wire through the hemostatic valve. The resistance was obviously felt at the transition between the nitinol segment (distal part) and the durasteel (proximal part). Another bmw elite guide wire was used. There was no adverse patient effect and no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty to remove was not confirmed as the guide wire was advanced and removed from a new rotating hemostatic valve without resistance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.